Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the probe broke and was stuck in the pedicle. The tip was retrieved. Additional bone was removed around the tip in order to remove it, but there were no changes to the planned treatment and there were no reported patient impacts.

Event description:
It was reported that the tip of the probe broke and was stuck in the pedicle. The tip was retrieved. Additional bone was removed around the tip in order to remove it, but there were no changes to the planned treatment and there were no reported patient impacts.

Manufacturer narrative:
The returned probe was examined. The tip of the probe was fractured. The cause of this event can likely be attributed to the patient having osteoporotic bone which would lead to more difficult bone prep. A review of the DHR did not find any issues which would have contributed to the event.